Event description:
It was reported that during a surgical procedure at the user facility, a thread fell off of the sponge. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: the device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, a thread fell off of the sponge. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.